Event description:
The customer observed a falsely elevated bhcg result, for a (B)(6) patient, while using the architect total bhcg assay. The customer indicated a test result of 6miu/ml was generated on (B)(6) 2012. The patient was redrawn on (B)(6) 2012 and generated an initial result of 26 miu/ml. The retest result of the second specimen was <1.2 miu/ml. Results were not reported outside of the laboratory. No additional patient information was provided. There was no impact to patient management reported.

Manufacturer narrative:
Added information: the lot number was provided by the customer on (B)(6) 2012 after the initial emdr was filed. It has been included in this final report. Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. A testing protocol was executed using lot 11911jn01 and met acceptance criteria which indicated that the lot is performing as expected. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the architect b-hcg reagent list number 07k78-30, lot number 11911jn01, was not identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.